Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): the keypad was found to be peeling. All of the keypad buttons were found to be unresponsive. The keypad was removed and contamination was found under all of the button contacts. Unrelated to the event the display was found to be dim and faded.

Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, all the keypad buttons are unresponsive. The issue was not resolved with training. There was no evidence of product misuse. The animas product is being returned for investigation. The patient was advised to go on the backup as needed. There was no adverse event associated with this complaint.